Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator was suspected of intermittent capture. No intervention was reported. No patient consequences were reported.